Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted log file from the patient's primary system controller. The log file captured low-speed hazards and pump stop events while the patient was supported by batteries. Based on our complaint history and similarly reported events, the events captured in the primary controller log file could have been potentially consistent with two or more compromised wires in the patient's percutaneous lead. However, a root cause for the pump stop events could not be determined through the evaluation of the returned portion of percutaneous lead. Approximately 18.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned. An electrical continuity test of the 18.5 inch portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2015-02262 for the previous percutaneous lead repair. Reference MFR report #2916596-2016-02116 for a previous report of short-to-shield. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 8 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the emergency department after performing a system controller exchange for unspecified alarms. It was reported that post-controller exchange, pump stoppages occurred. The patient was asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement post-replacement, all tests passed. The patient¿s lvad system remained supported by an ungrounded patient cable due to previously reported driveline compromise and percutaneous lead replacement. It was reported that additional pump stoppages occurred on (B)(6) 2017. Additional information was requested, but was not provided.